Manufacturer narrative:
Due to the age of the correspondence, it was not possible to gather additional details surrounding the event. This product has been long expired, therefore retention devices are no longer available for testing and manufacturing batch records are not available for review. A root cause could not be determined from the available information. The issue will be tracked and trended. Per the package insert, this test may produce false negative results. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. In case pregnancy is suspected and the test continues to produce negative results, see a physician for further diagnosis. A CAPA, CAPA-(B)(4), was initiated to address the late documentation of this complaint.

Event description:
False negative result on the hcg one step pregnancy test strip kit when compared to positive results obtained on a home pregnancy test and beta quant. Exact result not provided. Patient outcome not provided. No adverse outcomes reported. No further information provided.